Manufacturer narrative:
Batch review performed on 27 april 2022. Lot 155229: (B)(4) items manufactured and released on 28-dec-2015. Expiration date: 2020-12-13. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2018. Clinical evaluation performed by medical affairs manager: 6 years after primary tha the patient reported pain. We do not have a radiographic history of the case, but the last pre-revision radiograph shows signs of stress-shielding and evident distal cortical thickening. No information concerning patient general health status and the presence of comorbidities is available. The causes for this unfavourable, long term evolution cannot be determined. No reason to suspect that this event is due to a faulty device.

Event description:
The patient came in reporting pain due to a distally potted stem and the cause is unknown. The surgeon revised the stem, head, and liner 6 years after primary. The surgery was completed successfully.